Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) system implantation, ventricular lead sensing was initially evaluated using the mobile programmer analyzer, which showed a borderline but acceptable amplitude, using the standard filter. H owever, once the defibrillator was connected to an unknown ventricular lead, the ICD measured a significantly reduced sensing amplitude. Troubleshooting steps were taken to include switching the sensing vector to tip-to-coil, which increased the amplitude, though it still remained low. Despite the reduced amplitude, it was elected not to reposition the ventricular lead. The final sensing amplitude remained. Due to insufficient signal morphology, the morphology algorithm could not be enabled, and the device instead utilized stability and onset discriminators. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 17.2.